Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 11/15/2018 resulted in defect found: discoloration observed on strips. Final root cause: rc- 003 other root cause: black chemistry due to improper storage. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result is 146 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated he was not having any diabetic symptoms when the lo blood glucose test results were obtained. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/17/2019 and test strips were opened more than four months ago (expired at time of call). Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: result 1: lo date: n/a time:7:05am fasting. Result 2: lo date: n/a time:8:48pm fasting. Result 3: lo date: n/a time:2:16pm fasting.